Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. Justification for no UDI: this device was manufactured before the UDI requirements.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the customer's report. The log suggests that the connection between the device and the multifunction cable was a factor. The customer's multifunction cable (mfc) was not returned for evaluation and could not be visually inspected or functionally tested. The defib receptacle was replaced as a pre-caution. The device was recertified and returned to the customer with a new mfc cable. Analysis of reports of this type has not identified an increase in trend.